Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: the device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. No repair has been performed as the product was not returned. Complaints for the 12 previous months were reviewed and no further action is require device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the battery cover was broken during the procedure. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.